Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an embolization angiography interventional procedure with a 5f sheath. Reportedly, the suture was not visible during step 3 and it got stuck in the patient. The device was removed manually without issue. An additional perclose device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Further interaction with tissue or the suture caught in the foot likely contributed to the reported difficulty removing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.